Event description:
It was reported that there was premature battery depletion. It was noted that actions required as a result of the event included explant and hospitalization. It was unknown if any diagnostic testing or troubleshooting was performed. It was noted that no patient symptoms or complications were associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the battery depletion was unknown. The device was explanted and replaced. It was noted the patient had pain at an unknown location. It was noted the event was solved by the replacement of the stimulator.